Manufacturer narrative:
The device was not returned to mmdg, so no investgation was possible. The serial number also was not provided and so no DHR review could be completed. Based on the complaint information provided, it appears that when the pump was paused, "repeat rx" was chosen instead of "resume rx". This is typically the cause of an infusion completing this early. This report is being filed because without an investigation, mmdg cannot say with certainty that the pump is or is not infusing within the volumetric range that mmdg considers not reportable.

Event description:
The initial reporter stated that the pump finished the infusion three days early. Mmdg made multiple attempts to follow up with the initial reporter, however, these attempts were unsuccessful and mmdg was unable to obtain any additional information. (B)(4).